Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 2/2/2021. H6 component code: g07002 - no device problem found. Investigation summary : an opened box with four unopened samples of product code 8702h, lot # qbbqxz were received for evaluation. During the visual inspection of four unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The returned device performed without any defect noted during testing and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/15/2021   additional information: d4, g1, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Additional information was requested and the following was obtained: * what was the initial procedure. Unknown * what was used to complete the procedure? 7.0 prolene (code 8702h) from a separate box * what is the event day and procedure date? Unknown ¿ not reported * what is the lot number? Qbbqxz * could you please confirm how many devices present the issue (breakage suture)? It was reported that 3 sutures presented with the issue * device return follow up. A partial box of 8702h has been returned from the hospital for analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-000820458 date sent to the FDA: 1/15/2021 corrected information: d4 - catalog, unique identifier (UDI) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Note: events reported in 2210968-2020-10239, and 2210968-2020-10240.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke during routine use. There were no adverse patient consequences reported. Additional information has been requested.